Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 35-25mm amplatzer talisman pfo occluder was chosen for implant using an unknown delivery system. The device was implanted to repair the damaged transseptal puncture (tsp) form a mitraclip procedure. On (B)(6) 2024, the patient brought back and noted that the device was embolized. The device was successfully snared and removed. A new 35mm amplatzer multi-fenestrated septal occluder - cribriform was successfully implanted. The physician mentioned the cause of embolization was the use of patent foramen ovale (pfo) device not an atrial septal defect (asd) device. The patient was reported stable and discharged.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported device embolization could not be conclusively determined; however, the implantation of a pfo occluder on an atrial septal defect could possibly contribute to the reported event.the reported unexpected medical intervention and hospitalization was a result of case-specific circumstances as the patient was readmitted to snare the embolized device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It was indicated that the device was implanted in an atrial septal defect. Please note, as per the instruction for use (IFU), ¿contraindications: patients with another source of right-to-left shunts, including an atrial septal defect and/or fenestrated septum.¿